Manufacturer narrative:
Additional information: software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through image analysis. Analysis found that there was non-uniformity and noise in the intensities, especially in the soft tissue. This can cause the creation of a poor initial model. There was no indication of a software anomaly or malfunction.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Exam archive analysis was done. A manufacturer noted that registration with the 3d model defaults to a kull. Changing the settings will resolve the issue.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the 3d model was loading as a skull. When an attempt was made to adjust the threshold, it was highly sensitive, and one or two clicks changed the model to a block of cheese. When the 3d model was an acceptable model, there was a large hole appearing in the model in-between the eyes. Selecting auto refine and fill holes did not resolve the issue. The manufacturer representative tried different kinds of modeling, but the image was still poor and contained holes in the nose between the eyes. There was no reported impact to patient when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.

Event description:
Additional information was received from a manufacturer representative. It was confirmed that there was no patient present during this event.